Event description:
During a da vinci xi laparoscopic cholecystectomy, the insufflation tubing was not inflating the abdomen.

Event description:
During a da vinci xi laparoscopic cholecystectomy, the insufflation tubing was not inflating the abdomen.

Event description:
During a da vinci xi laparoscopic cholecystectomy, the insufflation tubing was not inflating the abdomen.